Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurate results when compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported some time before the alleged issue occurred she had symptoms of ¿shaky and sweaty.¿ the patient reported the alleged issue first occurred on (B)(6) 2013 at 4:30pm. The patient reported readings of ¿313 and 213 mg/dl¿ were obtained on the lfs meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported using insulin pump therapy to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 at 4:30pm an unknown reading was obtained and she treated herself with glucose tablets. At the time of troubleshooting, the cca noted the meter was in the correct unit of measurement at the time of testing. The cca noted the patient was using the same approved sample site for testing. The patient was found to be using the correct testing steps. Her test strips and test strips vial were in good condition. However when a control solution test was run, the result was within the recommended range. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue; therefore the alleged meter reading could not have caused the alleged injury. There is no indication that the patient¿s conditioned worsened since the patient did not report receiving any medical intervention from a healthcare professional. However this complaint is being reported because the patient made a meter vs. Same meter comparison which meets lfs¿ criteria for precision reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/13/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.